Event description:
The report indicated that the customer experienced a high bg (greater than 500 mg/dl) within the first day of activating a pod. A correction bolus was required to be administered to counter the high bg. No additional information was provided about the device or the event. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.